Event description:
It was reported that the stent moved on the balloon and was difficult to remove. The patient presented with 50% stenosis and moderate calcification at the bifurcation of the left anterior artery/diagonal branch and 80% stenosis and moderate calcification at the mid diagonal branch. After treatment of the mid diagonal with a 1.25 rotapro burr, the 2.75 x 16mm synergy drug eluting stent (des) was advanced but could not cross the bifurcation. The stent was pulled back and a 6fr guidezilla guide extension catheter was inserted to help deliver the des. The stent was re-inserted and advanced through the guidezilla right up to the bifurcation. The des continued to be advanced but was unable to be delivered completely to the mid diagonal. An attempt was made to pull the des back but it got stuck on calcium and began to dislodge from the stent balloon. The stent was partially in the vessel and partially in the guidezilla. An nc balloon was delivered to crush the stent against the guidezilla and all devices were removed as a system. The procedure was completed using an alternate method or device. There were no patient complications.